Event description:
The user stated for one pt sample they rec'd an hcg result of 0.804 miu per ml from a 7ml barcoded 13 x 75 mm bd gold sst primary tube and reported the result as less than 1 miu per ml. When questioned by the physician, they repeated the same sample in 2009 poured off into a 5ml sarstedt 3x100 false bottom tube and obtained a value of 7198 miu per ml. The sample was repeated again in a roche sample cup placed directly on a rack with a result of 6623 miu per ml. All repeat testing was performed on the same analyzer. A corrected report was posted with the result of 6623 miu per ml and the physician was notified. No treatment was given as a result of the original result, and the pt was not affected.

Manufacturer narrative:
The field service rep determined the cause to be a low bcr2 count and a dirty measuring cell. He performed a liquid flow clean and replaced the sipper tubings. Performance tests were performed to verify the operation of the analyzer which were successful. The user ran qc with good results.